Manufacturer narrative:
Lot 13604158: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and reoperation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2016, revealed the plc271400/13604158 device had migrated proximal into the abdominal aortic aneurysm sac. The right common iliac artery was diseased and tortuous. The physician reintervened on (B)(6) 2016 and implanted additional grafts in the left common iliac artery. The patient tolerated the reintervention.